Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2018 - 00096.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Explanted date: revision procedure (B)(6) 2016. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05736.

Event description:
It was reported patient received a closed reduction procedure four years post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: versys femoral head p/n 00801803201 l/n unknown; trilogy acetabular system p/n 00630505632 l/n unknown. Event occurred on an unknown date in (B)(6) 2016. Therapy date - (B)(6) 2016 this was initially reported as occurring in may 2016, however, that is incorrect as the device was not explanted due to this event. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.